Event description:
Our sales rep, (B)(4) reports that the customer told him that the tip broke off during screwing in. The screw was fastened without using a torque key.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.